Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with a right ventricular lead that exhibited high values for both pacing impedance and capture threshold. Upon looking at the trends it showed a gradual increase in measured pacing impedance. Physician reviewed a 2 view chest x-ray and nothing abnormal was seen. Further lead testing was scheduled but not yet done. The patient was stable and asymptomatic.

Event description:
New information notes that a procedure was done to address the right ventricular lead on (B)(6) 2020. During procedure, the screw was unable to be retracted. The lead was capped and replaced during this procedure. The patient tolerated the procedure well.